Event description:
The customer reported that the device had a red x with an associated chirp. There was no patient involvement.

Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.